Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's hyperglycemia and hospitalization. No product lot number was reported therefore no lot release records were reviewed. Omnipod insulin management system ¿ user guide. Model: cat45e/cat45f. 15546-aw rev d 06/2016. Checking your blood glucose 7 / page 98. Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported the patient¿s blood glucose (bg) reached 24.9 mmol/l (449 mg/dl) and she was vomiting. The pod was worn between 36 and 48 hours on the abdomen. There was blood noted at the site. A correction bolus of 6.0 units of insulin was administered but did not lower bg levels. It was reported a new pod was activated. She was taken to the hospital and they placed her on an intravenous therapy of insulin. She was at the hospital from 1:00 pm to 9:30 pm.

Manufacturer narrative:
The returned device was evaluated and the investigation found evidence of a damaged cannula. Though the root cause was not specifically determined, during manufacturing there is a minimal probability of a process problem occurring. This is mitigated by extensive inline and final product quality testing. All pod complaint rates are monitored, trended and escalated based on insulet corporation procedural requirements. No further action or investigation is warranted at this time. Lot number changed from unavailable to l43845. Expiration date changed from unavailable to 11/04/2019. Sequence number changed from unavailable to (B)(4). Device mfg date changed from unavailable to 05/04/2018.